Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported clinicians have experienced channel errors and communication errors, sometimes during transport. This was reported to manufacturer representative during on-site visit. There was patient involvement however impact is unknown. No additional information was provided, no devices are available for investigation.